Event description:
A medtronic rep reported the sys status was going from green to red in the software and the "localizer not connected" error occurred intermittently. The surgeon discontinued the use of navigation while continuing with a successful tumor resection. There was no impact on pt outcome.

Manufacturer narrative:
RMA issued. Replacement scu polaris camera shipped (B)(4) 2012. No parts have been received by MFR for eval.